Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 8mm quantum maverick balloon catheter, it was noted that the delivery shaft was fractured near the balloon and was separated in two pieces. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 94.3cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 8mm quantum maverick balloon catheter, it was noted that the delivery shaft was fractured near the balloon and was separated in two pieces. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.